Event description:
It was reported that during pt use the device froze up. The users were able to power the unit off, then about a min later, they powered the device on and was used for the duration of the call. There were no reports of adverse effects to the pt.

Manufacturer narrative:
Physio-control evaluated the device and could not duplicate the reported failure. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The root cause of the reported failure cannot be determined at this time.